Event description:
According to the maude report received, the doctor put the lens back in to look again and discovered there was a piece which had broken off into the abdomen from the device. The doctor removed the piece and the device was still intact. No negative outcome. Mw: mw5067237.